Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12133. It was reported the pt feels pocket heating while charging her eon mini ipg for the last two weeks. The pt has two systems, the other is an eon. Reportedly, there is no issue with charging the eon. On (B)(6) 2012 st. Jude, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.